Manufacturer narrative:
A service visit was scheduled. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A customer reported that the system did not reach the requested potency during surgery. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. The slit lamp fiber was replaced to address the issue. The system was tested and found to meet product specifications. The system met specifications at the time of release. The root cause of the reported event can be attributed to a slit lamp fiber. However, how or when the component became nonconforming could not be determined conclusively.

Event description:
Additional information was received through the technical service. The event occurred before surgery, when the system was turned on. There was no patient involvement.